Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her blood glucose level increased so fast and she did not realize that the tubing was loose until an hour and two. The patient took an injection and bolus till afternoon, but nothing happened. She noticed that her set was not in, due to which she was not getting insulin. Reportedly, she felt sick and thought it was a symptom of high blood glucose. No further information available.